Event description:
The report is from (B)(4) study. The procedure was a staged procedure. The 1st lesion was the 1st obtuse marginal. Vessel diameter was 2.5mm and lesion length was 15mm. A boston scientific 2.5 x 18mm stent was used to treat the lesion. The 2nd lesion was the 2nd obtuse marginal. Vessel diameter was 3mm and the lesion length was 12mm. A boston scientific 3 x 28mm stent was implanted because a cypher stent was unable to cross the circumflex lesion and angle down to the om2. The mid circumflex was a 50% stenosis. The om2 was an 80% lesion. No other vessel characteristics are available. There were no product anomalies noted when the device was withdrawn. Additional information received via cec adjudication minutes on (B)(6) 2012. The committee agreed with the coding of arc (peri-procedural pci), (B)(6) 2010 based on a troponin I of 0.15 (<0.05 ul) post procedure. The ECG core lab reported no new major st-t abnormalities and no q waves. The site reported no post-procedure complications and the patient was discharged the following day of the index procedure.

Manufacturer narrative:
Complaint conclusion: this (B)(4) study patient had a cypher stent fail to cross the target lesion during the index procedure and suffered a peri-procedural mi. This is a (B)(6) male with medical history including mi in (B)(6) 2010 with pci, dyslipidemia, smoking and hypertension. The indication for the index procedure was stable angina and an 80% stenosis of the 2nd om. During the index procedure, there was treatment of one target lesion and two non-target lesions. Delivery of a study stent was attempted in the 2nd om lesion. The site reported an inability to deliver the device. The lesion was treated with placement of one non-study stent. The core lab reported 43% residual stenosis, no dissection and timi 3 flow. The first non-target lesion, distal lcx, was treated with placement of two non-study stents. And the second non-target lesion was treated with placement of a non-study stent. Post procedure, the ck and ck mb were noted to be elevated. The cec committee adjudicated this to be a peri-procedural mi event. The mi cannot be disassociated from the attempted placement of the cypher device. The site reported no post procedural complications and the patient was discharged the following day on dual anti-platelet therapy. The stent is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15111599 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.